Event description:
The facility's biomedical engineering department reported that a pump was involved in an incident of overinfusion. The pump was programmed for a piggyback infusion of glucose at a rate of 60ml/hr with a primary infusion of normal saline at rate of 200ml/hr when the event occurred. A 150ml bag of glucose was hung and the piggyback infusion was started at a rate of 60ml/hr with a volume to be infused of 60ml. Reportedly, 125ml of glucose had delivered. According to biomed, no pt injury or need for medical intervention has been reported. Despite baxter's efforts to obtain additional info from the reporting facility, details were not available regarding pt's demographics, diagnosis or status, and set up of the infusion device.